Event description:
Customer reported she programmed a dual wave bolus and she received a low reservoir alarms and it got stuck on the rewind. Process customer was unable to troubleshoot at the time. Blood glucose value was 107 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.